Event description:
A customer contacted global technical service (gts) regarding a low drain volume alarm, which occurred on the home choice (hc) during drain 4 of 4. The home patient (hp) called in stating that their drain volume equaled 1534ml, the fill volume equaled 2400ml, and the last fill volume equaled 2400ml. The technical service representative (tsr) had the hp reposition and press stop and go. The patient then drained 4099ml, therefore meeting increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The machine moved into last fill. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported event. The nurse stated that she was not made aware of this event even though she had just seen the patient that morning. The nurse was not sure how the patient could have received an overfill. The nurse stated that the patient does not do off cycler exchanges. The rn stated she would like to know the results of the evaluation. The rn stated that otherwise, as far as she knew, therapy had been going well. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv), and the iipv was not duplicated during evaluation. The device was determined to meet electrical and functional performance specifications. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. Based on the information gathered during baxter's investigation, this complaint for an increased intra-peritoneal volume (iipv) was confirmed as the customer reported a drain volume greater than 160% of the largest prescribed fill volume; however, the root cause of the report was undetermined. This issue is being investigated through CAPA.